Event description:
During a percutaneous coronary intervention (pci) targeting a 75% stenosed de novo lesion in the mid-right coronary artery segment (rca 2) with moderate calcification and moderate tortuousity, the physician had difficulty inflating the balloon. The balloon would only inflate to about 5 to 8 atmospheres and then it would decrease. The stent delivery system was removed from the patient and the physician confirmed a pinhole rupture on the balloon. Because the stent was under-dilated, a quantum 3.5/20mm balloon was used in post-dilation to fully dilate the stent. The procedure was completed with no injury to the patient. Patient demographics are unknown.

Manufacturer narrative:
Device code has been designated 2203 in f9 since an appropriate code could not be found in the medwatch codebook for the device problem (under expanded stent). Although the device is available for testing and evaluation, it has not been received as coded above. Please also note that this device with catalog number cjs 33300 is a product sold and distributed outside the united states. However, it is similar to a product with catalog number cxs 33300 sold and distributed in the united states. Additional information will be submitted within thirty days upon receipt.